Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated report: 0001822565-2018-06746, 0001822565-2018-06748, 0001822565-2018-06749, 0001822565-2018-06736, 0001822565-2018-06737, 0001822565-2018-06741, 0001822565-2018-06742, 0001822565-2018-06743, 0001822565-2018-06744. Concomitant medical products: fem size f left, item# 00-5880-016-01, lot# 62650040. Ng rot.hinge knee tib plt sz5, item# 00-5880-005-00, lot# 61079924. Nexgen cmted stem ext 13x105mm, item# 00-5988-018-13, lot# 62820434. Tm fem meta cone, 35, lge, lt , item# 00-5450-022-35, lot# 61830179. Prc agmt block post sz f 10mm, item# 00-5990-036-02, lot# 61221088. Prc agmt block dist sz f 5mm, item# 00-5990-036-10, lot# 63088967. Prc agmt block dist sz f 5mm, item# 00-5990-036-10, lot# 63088967. Prc agmt block post sz f 10mm, item# 00-5990-036-02, lot# 61248626. Bne cmnt antibiotic, item# 5450-50-501, lot# 8016678. Spacer cmnt restr fem 18.5mm, item# 12-9418 , lot# 14esm0277. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to pain, swelling, lack of range of motion, and metallosis. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No devices were received; therefore, the condition of the components is unknown. Medical records for this revision were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.